Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed that the tubing was separated from the luer lock by excess solvent. The determined cause of the reported issue was due to a machine issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set pulled apart during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.